Event description:
Boston scientific received information that this right ventricular lead exhibited intermittent noise that was oversensed resulting in inappropriate shocks. It was concluded that the lead was fractured. As a result, the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed 10.8 cm from the pin. Only the proximal segment was returned. The proximal segment was confirmed to be electrically continuous. Therefore, the clinical observations were not confirmed.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.